Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional information: the manufacturing date range is between 07/18/2014 and 07/25/2014. A review of all batch record documents was performed for potentially associated lot number gd897363 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a customer who discovered one instance where the sponge was completely out of the minicap during peritoneal dialysis (pd) therapy. The customer discovered the problem when they opened the foil pouch of the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.